Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced a damaged/defective stopper which was noted prior to use. The following information was provided by the initial reporter: material no: 309657, batch no: 8255615. Event description: description of issue: the rubber septum attach to the plunger on the syringe is dis-formed and is not fully attached to the plunger as intended. This was noticed prior to using the syringe. Number of occurrences: did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? 207 mg/dl. If bg between 54-500, no more bg questions needed. Was customer able to load a new cartridge? New cartridge item number . Choose one: 3 ml syringe 309657. Product lot number: 8255615. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced a damaged/defective stopper which was noted prior to use. The following information was provided by the initial reporter: material no: 309657 batch no: 8255615 event description: 1. Description of issue: the rubber septum attach to the plunger on the syringe is dis-formed and is not fully attached to the plunger as intended. This was noticed prior to using the syringe. 2. Number of occurrences: 1 3. Did the customer insert the needle into the cartridge and encounter fill resistance?o no. Proceed to step 4. What was your bg reading at the time of this event? 207 mg/dl if bg between 54-500, no more bg questions needed. Was customer able to load a new cartridge? New cartridge 4. Item number o choose one: 3 ml syringe ¿ 309657 . Product lot number: 8255615 6. For bd product only, are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No 9. Resolution.